Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 465 mg/dl. The customer's current blood glucose was 180 mg/dl. The customer did experienced the symptoms such as vomiting and abdominal pain the customer was treated by bolus with insulin pump. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.